Event description:
A consumer reported that the patient had implanted lens almost a year ago. During this time the patient had lived with constant halos. The patient symptoms started immediately after surgery in both eyes and never lessened and continue to have halos. Also drops were prescribed and night glasses suggested. The patient anticipated some halos but not lasting for almost a year after surgery. Additional information has been requested but is not available at the time of this report. There are two medical device reports associated with this patient. This report is associated with the right eye.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).